Manufacturer narrative:
The product is unavailable for evaluation, but additional information, has been requested and if received, will be supplied on a supplemental.

Event description:
It was reported, "blocker came off at s1 and rod pulled out".